Event description:
This is a report of a patient that was connected during prime of peritoneal dialysis (pd) therapy. The patient had connected to the setup before the patient line was properly primed. The patient would continue with therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. It was reported that the patient connected to the patient line before it was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and instructs the user to verify that the patient line is properly primed. It also warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.